Event description:
Customer reporting 1 false negative sars results. Customer states they were symptomatic and the results were sars positive by doctors' office test the next day (method unknown). Further communication with the customer to gather more information is not possible.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: online review.